Event description:
All 3 channels were in use infusing hi-dose vasoactive medications to an immediate post-op CT-ICU pt. Channel c alarmed and displayed a reset message. Rn followed the instructions to reset, however the pump would not clear and restart pumping nor would it release the tubing to move the medication to another pump. Almost immediately after channel c failed, the other 2 channels failed and the entire pump locked down. New medication and tubing needed to be obtained to set up on different pump. The pt's bp dropped to 78/54.